Event description:
The caregiver (cg) of the home patient (hp) contacted a baxter technical service representative (tsr) and reported the hp was feeling abdominal discomfort, pain, nausea/vomiting and abdominal distension/bloating during dwell 5 of 7, as if he were overfilled with fluid, using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, which revealed the hp felt uncomfortable for the past few days using the system and symptoms seemed to get worse as each day progressed. According to the cg, the hp began to experience symptoms during dwell 1 of 7 of the current therapy being performed in 2008. Therapy continued and the cycler elicited a caution: negative ultrafiltration (uf) alarm. The system advanced into fill 5 of 7 and continued until the cg contacted a tsr during dwell 5 of 7. The hp had received 2200mls during fill 5 of 7 and the total ultrafiltration was -1239mls. The hp was placed into a manual drain and 3743mls of fluid was drained, which was 1543mls greater than the programmed fill volume of 2200mls. The tsr verbally assisted the cg to end the therapy early and instructed the cg to contact the dialysis center nurse in the morning. The cg indicated that no bypasses had been performed during the therapy, a power failure did not occur at the "connect yourself" display, check patient line/check your position alarms did not occur during fill 1, the cg did not repeatedly press stop/go during therapy and the hp was not using a higher than normal dextrose concentration solution. The tsr subsequently swapped the customer's device. There was no resulting patient injury or medical intervention indicated at the time of the reported incident.